Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. No magnet response was noted and device replacement was recommended. No adverse patient effect were reported. This crt-p remains in service. Additional information was provided that this crt-p was successfully explanted and replaced. Another crt-p was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information, we have confirmed that the event of message error code 1003 was defined in the risk documentation. It was determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. No magnet response was noted and device replacement was recommended. No adverse patient effect were reported. This crt-p remains in service

Manufacturer narrative:
Follow up report 3 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. No magnet response was noted and device replacement was recommended. No adverse patient effect were reported. This crt-p remains in service. Additional information was provided that this crt-p was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information, we have confirmed that the event of message error code 1003 was defined in the risk documentation. It was determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. No magnet response was noted and device replacement was recommended. No adverse patient effect were reported. This crt-p remains in service.